Event description:
It was reported that the customer fell and pump touchscreen cracked. Pump was not functional. Customer's blood glucose was 175 mg/dl. Customer reverted to using an alternate method of insulin therapy.